Event description:
Patient admitted for pelvic surgery. Pre-op, the patient received a standard skin prep with 2% chlorhexidine cloth, chloraprep, and standard vaginal prep with povidone iodine solution. The patient was intubated and placed on a closed ventilator circuit at 60% fio2, with all anesthesia exhaust gases vented out of the room. One and half hours into the case, the surgeon and resident both noted arcing and then a flame between the cautery tip and the forceps being used in the surgical field. The surgical team immediately assessed the patient for injury and determined there was no harm to the patient (no burns from the flame, no burns under the dispersive pad). They further assessed for possible sources of combustible fuel, but none were identified (no wet or pooled flammable skin prep, no source of concentrated o2, no other flammable gases in use, no contact between cautery tip and drapes/sponges). All electrocautery equipment was changed out and surgery was subsequently completed without further incident. Manufacturer response for electro-cautery blade electrode 6.5", (brand not provided) (per site reporter): covidien rep has been very responsive and helpful with this event. The cautery pencil and electrode were given to the rep with the request that covidien perform a thorough examination of the device at their earliest convenience and report findings to us. They have been great to work with.